Event description:
Procedure: neuro. According to the reporter: customer reports that when closing, the dura suture needle broke for the surgeon. No information related to patient available. No patient injury or ill-effects. They had to get an x-ray machine to find the tip of the needle, it was retrieved. No unanticipated tissue loss, tissue damage or bleeding. Extension to surgical time: about 30 minutes required. Patient current status reported as recovered. The device is not being returned for evaluation, it was discarded by the customer.

Manufacturer narrative:
(B)(4).